Event description:
It was reported that the modular cable was exchanged due to a driveline power fault. The driveline faults were thought to have resolved with the modular cable exchange but additional log files captured the driveline power faults appearing again. Because troubleshooting could not resolve the alarms, the heartmate (hm) 3 pump was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: review of the submitted and extracted lvad event log files revealed one pump reset on (B)(6) 2023 and two pump resets on (B)(6) 2023. A specific cause for these events could not be conclusively determined through this evaluation, as the corresponding controller event log files are not available. Review of the submitted log files confirmed driveline power fault alarms; however a specific cause for the driveline power fault alarms could not be conclusively determined through this evaluation. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , did not reveal any device-related issues which would have contributed to the reported event. (B)(6) was returned assembled with the pump cable severed approximately 16.5¿ from the pump header. The distal end of the pump cable was also returned connected to the modular cable at the in-line connector. The outflow graft and outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The in-line connector of the pump cable appeared unremarkable with no signs of damage or fluid ingress. The pump header, pump-end bend relief, and the outer layers of the pump cable appeared unremarkable, and no evidence of fluid ingress was discovered. Upon removal of the outer layers of the pump cable, examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The pump was tested on a mock circulatory loop using the returned distal end of the pump cable and the returned modular cable for approximately 2 hours. The reported driveline power fault alarms were not reproduced, even with manipulation of the driveline. The pump was cleaned, rebuilt, and functionally tested under load conditions on a mock circulatory loop. The device operated as intended and the retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also address system alarms, including the driveline power fault, as well as the appropriate actions associated with each condition. Section 8 of the IFU entitled ¿equipment storage and care¿ contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook is also available. Section 4, ¿living with the heartmate 3¿ contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 entitled ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.